Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of embrittled tubing was confirmed, and the cause appears to be use related. One 13.5 fr d/l hickman catheter was returned for evaluation. There was a complete break in the d/l catheter 0.4 cm distal to the bifurcation. There was a partial break in the tubing 0.4 cm distal to the complete break. The catheter material exhibited chemical degradation in the area of the break. The distal end of the bifurcation and the 2.7 cm segment of d/l tubing were discolored yellow and the material was easily torn, which is indicative of chemical degradation. The breaks appear to be the result of the embrittlement of the catheter material. It was reported that the embrittled tubing was detected at the time of removal. It is unknown what chemical was used on the catheter, but the degradation appears to be the result of use and maintenance. The product IFU states, ¿povidone-iodine is the suggested anti-septic to use with this device and components. Acetone and tincure of iodine should not be used because they could adversely affect the performance of the catheter and connectors.¿ no defects related to the manufacturing process were noted on the complaint sample.

Event description:
As reported to ibc: when the physician retracted the catheter from patient, he allegedly found that the catheter became brittle. The brittle position was reportedly outside the patient but near patient's skin. On (B)(6) 2015 - sample evaluation shows both lumens of the catheter were breached.